Event description:
A pasv port was being placed for therapeutic purposes on an unknown date in november 2005. During placement, the peelable sheath did not peel properly from the beginnning. The physician needed to use another sheath in order to complete the procedure.